Event description:
Per the information provided to co by the physician's office, the device was removed due to a "fluid loss". As reported to co the entire device was removed and replaced with another co 2-piece inflatable penile prosthesis. 4/14/97 - upon receipt of the physician/surgeons operative report, he stated,... History: "patient presented in the office as his penile prosthesis had been very flaccid and he was unable to achieve an erection. Normal saline was instilled into the pump but after two or three days it would leak out and the patient had a flaccid penile implant. Procedure: the old penile prosthesis was delivered into the wound. A corporotomy was done and the cylinder(s) were removed. There was no fluid in the cylinder as well as the pump. A 16 cm system was selected. The penile prosthesis was inserted."